Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation since the patient was unwilling to provide further information during a follow-up call. The patient reported that the alleged inaccuracy issue occurred on (B)(6) 2019 at 12:00 noon when she obtained an alleged inaccurate high blood glucose reading of ¿340 mg/dl¿ with the subject meter. The patient manages her diabetes with metformin medication. The patient reported taking her normal dose of metformin in response to the alleged issue. The patient reported developing symptoms of ¿felt bad and shaky¿ at around the time of the alleged issue and was rushed to hospital. The patient claimed she was treated with oral medication to alleviate her shakiness but was unable to recall the name and dose. The patient claimed she also had an x-ray and a blood test taken and was discharged from hospital after 3 hours. The patient informed the csa that her blood glucose was measured at ¿¿134 mg/dl¿ at the hospital however the exact time it was taken is not known. The patient stated she was awaiting further instructions from her doctor regarding her medication and diet. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event